Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional, through regulatory agency, reported left side "intracapsular rupture, capsular contracture (baker grade IV), effusion/lymphorrhea, breast pain". The device was explanted and the replacement status is unknown. It is unknown if the device will be returned.